Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report (MFR) number 2916596-2021-05078. The investigation findings and codes have been submitted under the target MFR 2916596-2021-05078.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was scheduled to undergo controller exchange on (B)(6) 2021 due to issues with low voltage alarms.